Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) 250440100 attune rev boss adaptor trial examination of the returned device confirms that the device is unable to be disassembled. The attune rev fem stem trial bolt is deformed and stripped therefore the bolt is unable to be removed. Due to the inability to remove the bolt, the attune rev fem box trl sz 4 l and the attune rev boss adaptor trial are unable to be disassembled. A worldwide complaint database search was performed for this product code, and no other reports have been identified. This appears to be an isolated incident. The root cause could not be determined based on the inability to disassemble the device. Based on the root cause being undetermined, no corrective action is necessary. Complaints will be monitored through sep-14. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments were damaged during saw bones workshop training.